Event description:
It was reported that the lot number cannot be found on the stapler or on the charger that is still mounted on it. According to our database, the batch of the charger or stapler is u40f8x. In addition, one of the green part of the charger is disconnected from the metal jaw. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # u40f8x. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when issue was found, (pre-op/intra-op/post-op)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4), date sent:6/27/2022. Additional information: updated to what was received. Changed psee60a to a psee45a d1: brand. D4: catalog and UDI.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2022. D4: batch#: 319a28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.